Event description:
A malfunction was reported on the customer's pump, with the issue identified as malfunction code 6. The impact on the customer's blood glucose level was unknown. Technical support assisted the customer in resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.